Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient representative reported left side ¿pain¿, ¿rupture¿, ¿extravasation of greenish gel¿, and ¿fluid leaking into the patient's body¿. The device has been explanted.